Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient received multiple inappropriate shocks due to noise caused by twiddlers syndrome. Several aborted shocks were also observed. The lead was explanted and replaced.